Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle anterior/apical pelvic floor repair kit during a vault repair procedure on an unknown date. Reportedly, the patient began to experience urge incontinence post-procedure (date of onset unknown). Approximately one year post-procedure, the patient presented with a mesh perforation on the right side of her bladder during a cystoscopy. According to the physician, the perforation likely occurred during the device insertion. The patient was prescribed anticholinergics and is scheduled for a mesh removal procedure for (B)(6) 2012.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date.